Event description:
It was reported that this right atrial (ra) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Additional information was received that the ra lead was replaced due to poor sensing and loss of capture (loc).

Event description:
It was reported that this right atrial (ra) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Additional information was received that the ra lead was replaced due to poor sensing and loss of capture (loc).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.